Event description:
It was reported by a vns pt that his device was not functioning properly. MFR suggested to the pt to tape a magnet over his generator and see his treating neurologist. F/u with pt's treating neurologist revealed that pt was having the feeling of intense stimulation and the neurologist adjusted the pt's programming settings. The exact programming settings, however, were not available. Good faith attempts to obtain add'l info have been unsuccessful to date.